Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error detected alarm. In the middle of the night, customer's blood glucose value was in the range of 300mg/dl. Currently, blood glucose value is 240mg/dl and the customer is on manual injection. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device received pump error 25 due to connector resistance issue. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. Insulin pump passed the rewind test, prime or seating, basic occlusion, occlusion, force sensor and displacement test.